Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/13/2016 with the following findings: the black box starts on (B)(6) 2016. The black box data/histories for the event have been overwritten due to continued use of the pump. Manually calculated an ezcarb and ezbg bolus; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. No eaw's occured during testing. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (inaccurate delivery) issue. Customer support (cs) reviewed settings and all settings were correct. The reporter stated that the patient had a blood glucose (bg) of 21.0-29.0 mmol/l without symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Cs completed troubleshooting and it was determined that the patient was overriding the dosage recommended by bolus calculator feature. This report is being made due to the hyperglycemic event the patient experienced that resulted from overriding the dosage recommended by bolus calculator feature

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient overriding the dosage recommended by bolus calculator feature).